Event description:
Customer reported there is no power to the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and has placed a new hard drive on order. It is anticipated that receipt and installation of this part will restore system to operate as intended.